Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green and purple image and light bundle of insertion part is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of cable unit. A definitive root cause could not be identified for the green and purple image and the broken light bundle of insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during beginning of the therapeutic gynecologic myomectomy procedure. The procedure was completed using a substitute device.

Event description:
It was reported that during cleaning and disinfection, the subject device had image with horizontal stripes. There was no patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.